Event description:
It was reported "I was assist my new member to insert a PICC last friday , she accessed a vein with 21 g needle to brachial vein , vein was collapsed even was right place, she took out the needle right away and noticed needle was split" additional info. Received 10/06/2021 "patient or insertor were not injured from broken 21g needle. Insertor was successful PICC insertion with 2nd attempt , used extra needle 1 3/4" 20g from 1st opened PICC tray".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged introducer needle is confirmed but the exact cause remains unknown. Two photo samples of an introducer needle were provided for evaluation. The first image shows the needle on a drape. The luer hub and safety mechanism are shown to be detached from the needle shaft. Blood residue is present on the device. No apparent deformation is visible on the needle shaft. The hub or safety mechanism could not be clearly inspected for the presence of material damage or cracks. Based on the information provided, possible contributing factors include damaged components and use conditions. Since the hub and safety mechanism were observed to be detached from the needle, the complaint is confirmed but the exact cause remains unknown. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reft1120 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported "I was assist my new member to insert a PICC last friday, she accessed a vein with 21 g needle to brachial vein, vein was collapsed even was right place, she took out the needle right away and noticed needle was split". Additional info. Received 10/06/2021 "patient or insertor were not injured from broken 21g needle. Insertor was successful PICC insertion with 2nd attempt , used extra needle 1 3/4" 20g from 1st opened PICC tray".